Event description:
The physician was asked to remove the patient¿s pump as the patient wasn¿t using it for therapy anymore and the pump had flipped and was poking her. The pump had been delivering saline since (B)(6) of 2015. The patient told the physician that she may want a new pump implanted at some point so they were planning to leave the catheter implanted. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).